Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During an ICD replacement procedure, high impedance was noted on the right ventricular lead. The pin was re-connected and the pocket was closed. After the procedure, the impedance was again noted to be out of range. The device was reprogrammed to resolve the issue and the patient was stable.